Event description:
Information received from (B)(6). Revision of pinnacle mom implants, reason for revision not confirmed. Potential claim, originally thought to be asr, but confirmed as pinnacle with product codes. Implanted around (B)(6) 2009. Formal claim confirmed. Patient x-rays received on disc (x4) - (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Type: international - legal. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.